Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening on diaphragm valve assessed as cracked valve seat diaphragm valve. Valve leak and/or damage: observed delamination on the diaphragm valve assessed as adhesive failure. As per the investigation procedure, crease and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or change data: d.9, h.3, h.6.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported hole in valve. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported hole in valve. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.